Event description:
It was reported that the patient presented during leadless pacemaker implant. During implant, after the device was fixated and released, the patient experienced hypotension and a slower heart rate. The physician administered epinephrine and intubated the patient as chest compressions were performed. Pulsatile flow was re-established. An echocardiogram was performed and only a trace effusion was noted. The implant procedure was completed on (B)(6) 2022 with no further complications. The physician does not allege that the hypotensive condition was attributed to the device function. The patient was recovering from procedure with stable vital signs.